Manufacturer narrative:
The manufacturing date is unobtainable. Records prior to september 2011 remain with the original device manufacturer. The nim-eclipse system neurovascular workstation is intended for use to monitor sensory and motor pathways. If the system fails to perform as intended, (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. The (B)(4) controller provides high speed digital data processing, stimulation generation and audio processing of emg activity and also supplies switched ac power to the computer. The controller connects to the computer via the high speed (B)(4) interface. When information suggests that the nim eclipse equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no information to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.

Event description:
The manufacturer has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned a nim eclipse controller stating "we have had issues with it not ramping up during screw testing and potential issues with it, not firing upon direct contact with a nerve. To my knowledge, we have not received an error message on the machine." There was no suggestion of pt injury. Testing/repair could not confirm the reported event. If the device is not stimulating/delivering current and the user has not been alerted to this malfunction this could potentially result in false negative. False negatives could potentially cause injury to the pt by failing to identify a viable nerve. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.